Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd keypad connector. Unable to perform functional testing due to unresponsive buttons. No moisture damage on the electronic assembly during our visual inspection. The insulin pump has minor scratched lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 427 mg/dl at the time of the call. The customer stated that the buttons are sticky sometimes. The customer stated that they accidently urinated on their insulin pump while they were sleeping. The customer also reports cracks on the screen of their insulin pump. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.